Event description:
A customer in (B)(6) notified biomérieux of a false resistant oxacillin (ox) result for staphylococcus aureus in association with the vitek® 2 ast-p580 test kit. Alternate method testing via kirby-bauer and p2p latex obtained results of "negative". There was no evidence of repeat testing via ast-p580 card provided by the customer. Strain 168501. Oxfs negative, forced to positive by vitek 2 advanced expert system¿ (aes). Oxacillin tested >=4 resistant. There is no indication or report from the laboratory or treating physician that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a false resistant oxacillin (ox) result for staphylococcus aureus in association with the vitek® 2 ast-p580 test kit (reference # 22233, lot # 3600972103). Alternate method testing via kirby-bauer and p2p latex obtained results of "negative". There was no evidence of repeat testing via ast-p580 card provided by the customer. The customer's strain was not received for this investigation. Submittal of the isolate is required in order to confirm a vitek® 2 discrepancy compared to the reference method. An internal biomérieux investigation could not be performed. Ast-p580 lot # 3600972103 met final qc release criteria. The lot passed qc performance testing.